Manufacturer narrative:
The calibration and qc data were acceptable. The analyzer alarm trace contained a large number of abnormal aspiration alarms. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was(B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (astp) results from the cobas c 503 analytical unit. The initial result was 35.8 ui/l with a data flag. The repeat result with an automatic 1:10 dilution was 62.4 ui/l. The repeat results with no dilution were 24.9 ui/l and 25.3 ui/l. The result of 25 uiu/l was believed to be correct. The questionable results were not reported outside of the laboratory.